Event description:
It was reported that the pt underwent surgery for implant of posterior pedicle screw/rod fixation bilaterally at l3-4-5. Approximately 1 year post-op both screws at l5 were broken and the patient underwent a revision surgery to removed and replace the broken hardware.

Manufacturer narrative:
The device has returned to medtronic and evaluation is currently in progress. Post- operative x-rays reveals lumbar spine with midline decompression l3-l4-l5. Lateral view demonstrates collapse at l4-5 with screw breakage and recurrence of lordosis through l4-5. No evidence of interbody fusion or posterolateral fusion bone. A review of the device history records found no documentation to indicate a non-conformance to specification.